Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to moisture damage at the electronic assembly. Also, moisture damage to the motor during visual inspection was detected. The pump was unable to perform operating currents, self, unexpected restart alarm error, rewind, basic occlusion, and occlusion tests due to blank display. The prime/compromised force sensor system, excessive no delivery and displacement tests did not perform for the same reason. The pump received with minor scratched lcd window. There were cracks on the case at the display window corners, belt clip slot and reservoir tube lip.

Event description:
Customer reported via telephone call that their insulin pump had been exposed to water. Customer reported fluid under the lcd display. Blood glucose was unknown at the time of the call. The insulin pump will be replaced.